Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the flow setting cannot be adjusted because the keypad is disconnected. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flow setting of the flushing pump cannot be adjusted. There were no reports of patient involvement.